Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected drive count/time values or changes incorrect for moving or coasting. Too slow or too fast or hardware low level failures alarms noted during testing however, hardware low level failures alarm (variable 3) confirmed in the downloaded history file due to broken pin 6 (sda) trace at u1 on the keypad assembly. The motor was tested outside of the pump and passed. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had an insulin pump error alarm and hardware low level failure alarm. Customer¿s blood glucose value was unknown. Customer stated that they were able to clear the alarm. Customer stated that the insulin pump passed the self-test. Customer stated that the pump was not dropped or bumped. Customer was advised to discontinue the use of the insulin pump and revert the backup plan as per health care professional. The insulin pump will return for the analysis.